Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer representative. It was reported that there was a 006: stuck key at start up code on the patient programmer which was not related to the implantable neurostimulator. The patient claimed that the stimulation stopped and she interrogated the patient programmer which displayed a 006 error code. The patient was able to get stimulation back on and the error message was not reoccurring. It was reviewed that the code should not be correlated to an interruption in stimulation so the patient should note the specific message if it returns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.